Manufacturer narrative:
The controller was returned for analysis. Review of the manufacturing records indicates that this device met all specifications for release. Log files confirm a system user interface(uic) aps failure, but the controller passed all functional testing when analyzed at the bench, which indicates that a temporary voltage reading discrepancy occurred and resolved. The root cause of the event could not be determined. No additional information will be forthcoming.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Event description:
Approximately eleven months post hvad implantation; the patient reported that the controller display would go blank (not flicker) and then return. He stated that this had nothing to do with cac adaptor or battery use. No patient injury was reported and an elective controller exchange was performed the following day. Investigation is ongoing.